Manufacturer narrative:
(B)(4). Date sent to FDA: 06/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: unfortunately I do not have these details as the incident has now been closed date and name of index surgical procedure?: perineal repair following vaginal delivery the diagnosis and indication for the index surgical procedure?: perineal tear following vaginal delivery what were current symptoms following the index surgical procedure? Onset date? No symptoms- incident detected by midwife performing the procedure and addressed immediately other relevant patient history/concomitant medications? Nil of note did the needle pull off from suture or did the needle break? The suture detached itself from the needle- leaving the needle inside the patient date of needle removal? Same as date of incident- approximately 4 hours later in what structure was the needle removed from? Muscle layer on what tissue was the suture used? Muscle layer of the perineum what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Nad- post vaginal delivery how was the suture placed, interrupted or continuous? The suture would have been part of a continuous repair of the vaginal wall and perineum did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? None reported what is physician¿s opinion as to the etiology of or contributing factors to this event? None known what is the patient¿s current status? Patient has been discharged product lot number? Qlbcxlwo a manufacturing record evaluation was performed for the finished device batch qlbcxl, xcw8021t13 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Did the needle pull off from suture or did the needle break? Date of needle removal? In what structure was the needle removed from? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Product lot number? Has product been returned? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent vaginal delivery on an unknown date in 2021 and suture was used on perineum tear. The needle was lost within the patient and was identified immediately, as soon as suturing started. The patient was taken to theatre for recovery from spinal anesthetic. Ultrasound was used to identify the lost needle and the patient was then taken to theatre to have the needle removed under anesthetic. Additional information has been requested.